Manufacturer narrative:
The incident was caused by the hand control falling into the unit and the clinician not removing power to the device prior to removal of the hand control. The clearances in the area around the lift arms where the finger are either under 0.125 inches or over 1.0 inches to prevent a scissors type condition. The unit was operating as designed and the failure occurred due to user error. The issue does not require any modifications to prevent re-occurrence of this issue in the future.

Event description:
The hand control for the hi-lo electric table dropped into the frame of the table as the table was in motion, causing the table stay in motion. As the therapist reached to free the hand control from the moving table, her middle finger was caught between the frame of the table and the hand control creating a pinch point which severed her middle finger off her right hand. She had surgery to reattach the aforementioned digit.